Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41 (motor power supply voltage error detected) and pump error 43(motor error). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting confirmed customer reported event through alarm history and error table indicates that the pump should be replaced. Customer reports that they were unable to clear the alarm(s) and it was unknown whether customer would discontinue the use of device. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 41 or 43 alarm noted during testing. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on motor sleeve and force sensor noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay and battery tube threads cracked. In summary, customer alleged pump error 43 was found in history file on event date due to moisture damage on motor confirmed. Pump error 41 confirmed. Expose to moisture on motor noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.